Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During transseptal access, intracardiac echocardiography (ice) catheter was used to check for effusion on the right ventricle and a small effusion was observed. The case continued, the faradrive sheath was withdrawn from the superior vena cava (svc) and down onto the septum. Heparin was given to the patient and the sheath and dilator were passed into the left atrium (la). The pigtail wire was advanced and visualized properly on ice in the left atrium. The sheath and dilator were pulled back into the right atrium with the wire still in the la. Ice was advanced into the la and confirmed visualization. The sheath was not able to be visualized on ice. It was decided to pull the equipment back to the ra and attempt new access to the la. It was then observed on ice that the baseline effusion seen at the start of the case had grown larger. The procedure was cancelled, 50 mg of protamine were given to the patient and was taken for a pericardiocentesis. A drain was placed and sutured inplace, the patient was then extubated and taken to the intensive care unit (ICU). The patient is expected to fully recover from the event. The device is expected to return for analysis. 26aug2025 - per gfe: as of (B)(6) the patient was still hospitalized.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Functional evaluation of the sheath found the device engaged in deflection as the steering knob was rotated. The distal end of the sheath's shaft was examined under a microscope. No abnormalities were noted.

Manufacturer narrative:
H6 impact codes field updated.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During transseptal access, intracardiac echocardiography (ice) catheter was used to check for effusion on the right ventricle and a small effusion was observed. The case continued, the faradrive sheath was withdrawn from the superior vena cava (svc) and down onto the septum. Heparin was given to the patient and the sheath and dilator were passed into the left atrium (la). The pigtail wire was advanced and visualized properly on ice in the left atrium. The sheath and dilator were pulled back into the right atrium with the wire still in the la. Ice was advanced into the la and confirmed visualization. The sheath was not able to be visualized on ice. It was decided to pull the equipment back to the ra and attempt new access to the la. It was then observed on ice that the baseline effusion seen at the start of the case had grown larger. The procedure was cancelled; 50 mg of protamine were given to the patient and was taken for a pericardiocentesis. A drain was placed and sutured inplace, the patient was then extubated and taken to the intensive care unit (ICU). The patient is expected to fully recover from the event. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During transseptal access, intracardiac echocardiography (ice) catheter was used to check for effusion on the right ventricle and a small effusion was observed. The case continued, the faradrive sheath was withdrawn from the superior vena cava (svc) and down onto the septum. Heparin was given to the patient and the sheath and dilator were passed into the left atrium (la). The pigtail wire was advanced and visualized properly on ice in the left atrium. The sheath and dilator were pulled back into the right atrium with the wire still in the la. Ice was advanced into the la and confirmed visualization. The sheath was not able to be visualized on ice. It was decided to pull the equipment back to the ra and attempt new access to the la. It was then observed on ice that the baseline effusion seen at the start of the case had grown larger. The procedure was cancelled; 50 mg of protamine were given to the patient and was taken for a pericardiocentesis. A drain was placed and sutured inplace, the patient was then extubated and taken to the intensive care unit (ICU). The patient is expected to fully recover from the event. The device has been received at boston scientific post market laboratory where it's waiting for analysis.